Event description:
Reportedly, the defibrillator was implanted on (B)(6) 2014 and was removed on (B)(6) 2015 due to pocket erosion.

Event description:
Reportedly, the defibrillator was implanted on (B)(6) 2014 and was removed on (B)(6) 2015 due to pocket erosion.